Event description:
The device was returned from customer service. During service by bxter technician, the device failed accuracy test with underdelivery.no record of any patient incident involving the pump.